Event description:
It was reported that the "key/lock" button on the external pulse generator was non-operational. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the "key/lock" button on the external pulse generator was non-operational. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the key/lock button was non-operational and it was attributed to the keyboard flex not being seated in the connector. The keyboard is to be replaced. Analysis also found that the upper and lower cases, two side bail covers and the ring cover were broken, the battery release was contaminated adn the battery drawer damaged. All affected parts were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.